Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and identified the host pc failed to boot. Upon further investigation, fse identified the led indicators on the host pc to remain unlit. To resolve this issue, fse replaced the host pc and returned to philips for further analysis. The analysis confirmed the malfunction in host pc and identified power supply unit(psu), motherboard and physical damage to the graphics processing unit (gpu). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.